Manufacturer narrative:
Concomitant medical products: cook fusion quattro extraction balloon, fs-qeb-a. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Difficulty maintaining wire guide position can occur if the wire guide lumen is not adequately flushed. The instructions for use caution the user: ¿for best results, wire guide should be kept wet.¿ difficulty maintaining wire guide position can also occur if the catheter of the exchange device becomes damaged (i.e. Kink or bend). A kink or bend in the catheter can compress the wire guide lumen and prohibit wire guide movement. A kink in the device can occur if the device receives added pressure during advancement through the endoscope or general handling. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection to ensure device integrity. A review of the possible device history records confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide. A cook fusion quattro extraction balloon was advanced over the wire guide. They were inside the duct doing a balloon sweep when difficulty was experienced in removing the balloon. The wire guide wanted to come out with it, and wire guide access to the papilla was lost.